Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was not received for investigation. A photo investigation was performed based on the x-ray images the images were reviewed, and the complaint condition is confirmed. The screw is clearly broken at the union between the head and shaft. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. No lot number was provided or found in the photos, therefore no DHR could be performed. If a valid lot number is provided or the physical device returned, the DHR will be revisited. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No lot number was provided or found in the photos, therefore no DHR could be performed. If a valid lot number is provided or the physical device returned, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(6). This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, it was notified that a proximal humerus plate construct will be removed and revised on (B)(6) 2021, due to non-union. The patient experiences a post-op device malfunction such as broken unknown screws. It appears that there are some broken unknown screws involved. Procedure and patient outcome were unknown. Concomitant device reported: unk - plate: (part# unknown; lot# unknown; quantity: unknown). This complaint involves three (3) devices. This report is for (1)unk - screws: trauma. This report is 2 of 3 for (B)(4).